Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not closing all the way. Another device of the same product code was used to complete the procedure. There was no adverse consequence to the pt.